Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy. Reportedly, the blue plastic piece of the "sulu" disengaged into the pt and was retrieved. No pt injury was reported.